Event description:
During case, on our last cut, while cutting the tibia surgeon switched the angle of the handle and the silver clip on the back fall out. Case type: tka. Surgical delay: 1 minute.

Manufacturer narrative:
Follow-up #1 and final report submitted based on the results of investigation. Reported event: it was reported that during case, on our last cut, while cutting the tibia surgeon switched the angle of the handle and the silver clip on the back fall out. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: device history records indicate (B)(4) devices were manufactured under lot k0b19 and all devices were accepted into final stock on 04/04/2018. No non- conformance was identified during inspection. Complaint history review: a review of complaints related to p/n 209063, s/n (B)(6) in prodex lot k0b19 shows 01 additional complaint(s) related to the failure in this investigation. Complaint pr: (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc (B)(4) and CAPA 1452931 h3 other text : device not returned.

Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
During case, on our last cut, while cutting the tibia surgeon switched the angle of the handle and the silver clip on the back fall out. Case type: tka. Surgical delay: 1 minute.